Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, the battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed battery pins were not returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that when powering on their device, it will stay on the start up screen for a few seconds and then power itself off. A known good battery was installed and the device powered itself off twice. There was no patient use associated with the reported event.